Manufacturer narrative:
A steris service technician inspected the processor and found that the clamp on the hot water hose had come loose causing the hose to detach from the valve and water to leak out. The technician replaced the clamp, ran a test cycle and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that a hose detached from their reliance eps subsequently causing water to leak out onto the floor. No report of injury.